Event description:
Pt complained of chronic pain, hardness of breast, migraine headaches, stinging of breasts, breaking out in sores, confusion and abnormal feeling on right side of body. Event date: 7/24/78.